Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 18.8 mmol/l and associated symptoms of chest pain, polydipsia and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged repeated loss of prime warnings and occlusion alarms. Troubleshooting performed by animas customer support did not identify any training or misuse by the user. During troubleshooting, the user was able to perform an air bolus, the insulin could easily be pushed through the tubing manually and the customer was able to prime the pump without an occlusion occurring. There was no change in motor noise during the prime step. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with repeated loss of prime and occlusion alarms.